Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker declared safety mode. Technical services (ts) recommended replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker displayed a code 1003. Technical services (ts) noted this pacemaker entered safety mode and recommended replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker displayed a code 1003. Technical services (ts) noted this pacemaker entered safety mode and recommended replacement. This pacemaker remains in service. No adverse patient effects were reported.